Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 to treat pain, pelvic organ prolapse, stress urinary incontinence, dyspareunia, erosion and a sling was implanted. Concomitantly the patient underwent a transvaginal hysterectomy, perineorrhaphy, high sacral ligament vaginal vault suspension, suprapubic catheter insertion. On (B)(6) 2010, the patient underwent a procedure for release of midureteral sling and urethrolysis due to urinary retention. On (B)(6) 2012, the patient underwent a vaginal graft revision and revision of mesh erosion to treat erosion, pain and spasms. On (B)(6) 2012, the patient underwent a vaginal graft excision due to left groin pain and vaginal wall prolapse. Concomitantly the patient underwent a laparoscopic scarcrocolpopexy, perneorrhaphy and cystoscopy (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06626. The same patient is represented in each medwatch.